Event description:
The event involved a 40 cm (16") pur ambrato set lineare, perforatore con valvola, y-clave®, filtro taxol e ll gir experienced leakage. The following issue was reported by the customer: ¿we have encountered several critical issues in the use of the pigtails supplied to us (resolution 226/2022), more precisely drug leakage detected from the 0.2 micron filter. Today it was necessary to re-prepare a therapy because the drug came out of the filter with consequent delay in administering it to the patient as well as contamination of the work environment". Incident class unknown. The status of the product at the time of the event is unknown. There is patient involvement, but unknown harm.

Manufacturer narrative:
Section b: the date of event is unknown, 7/1/2024 has been used as a placeholder. Section d and h: the device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone number: (B)(6).

Event description:
The customer provided additional information as follows: the chemo spill was cleaned up according to the protocol. There no physical defect observed on the device. The drug was replaced. Nobody was injured or dead. This event led to a delay in therapy.

Manufacturer narrative:
No 011-h2589 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in b5, d4, d9, e1 and h4.